Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer was hospitalized due to high blood glucose. The customer is currently treating with manual injections. The customer's mother stated the pump has been messing up. This time around the customer was hospitalized due to blood glucose being over 600mg/dl.